Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The health effect - impact, medical device problem code, component code that were provided with the initial report were incomplete. The complete information has been included with this report in h6 section.

Event description:
Customer's nurse stated that the customer received insulin flow blocked alarm and they changed the infusion set tubing. Customer's nurse stated that the customer was running high and low on sensor glucose reading. Customer did not experience any symptoms related to the event. Customer's nurse stated that the insulin pump passed self test and displacement test. Customer was using insulin pump system with 48 hours of reported high blood glucose event. Customer's nurse stated that the automode feature was active at the time of incident.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose at the time of incident was 400 mg/dl. Customer was treated with insulin pump for high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.